Manufacturer narrative:
Evaluation of the returned device could not confirm the customer reported issue. Possible defective downstream sensor could be the cause of the reported problem. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jun. 2020, and is out of warranty therefore, no manufacturing DHR review is needed. Operator of device is patient/consumer.

Event description:
It was reported that the device is showing no disposable pump won't run alarm. Issue was resolved through troubleshooting and patient education. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-6500-09. D4: correction: model number: 6500.